Event description:
In (B)(6) 2016, I purchased the fasciablaster made by (B)(6). I purchased it based on her claims that it helped reduce cellulite by breaking up fascia adhesions. I do feel this tool has actually made the cellulite much worse as well as giving me loose skin. It has also made the varicose vein in my right leg much worse as well. I also used this tool on my husband's back as recommended and while he had some relief from. The onset he then experienced extreme pain in his lower back for a couple weeks after. I only followed all of her protocols and videos that she sent, I used this product exactly how she advised me to. When I contacted her that I was not seeing results, she advised me to harder and longer to break fascia adhesions. I finally discontinued used as I was afraid of worse things happening. I think (B)(6) is falsely advertising this tool and putting many women at risk for huge health issues.